Event description:
Customer stated they have significant pain and suffering, including a disfigured jaw and persistent jawline popping that has continued for months. They also have one lose tooth. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.